Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Year is valid in date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 26 days post implant of this bioprosthetic valve, a permanent pacemaker was implanted due to an undocumented dysrhythmia. No additional adverse patient effects were reported.